Manufacturer narrative:
The patient underwent an emergent percutaneous coronary intervention (pci) indicated by an acute myocardial infarction. The patient's emergent presentation, medical history, gender and age increase her risks for mace. Coronary angiography revealed a type c flexion lesion in the proximal to mid left anterior descending (lad) described as de novo, eccentric, calcified, 3.0mm diameter and 30mm long. The cypher stent is indicated for use in discrete vessels and/or lesions amenable to coronary stenting. Pre-dilation was conducted before placement of two overlapping stents. A taxus bare metal stent (bms) was deployed at 12 atms followed by proximal implantation of cypher stent (3.0x13) deployed at 14atm. Post-dilation and ivus was not conducted. Residual stenosis was 0% with pre/post timi flow of three. Anticoagulant therapy included the use of aspirin and ticlopidine pre and post procedure and intra-procedure use of heparin. Monitoring of act's was not indicated. A second lesion located in the distal right coronary artery was treated during this procedure. A coronary angiogram conducted within twenty-four hours post-pci revealed a thrombus at the distal edge of the cypher through the bms implanted at the proximal to mid lad. There were no reports of ECG changes, chest pain or diagnosis of mi associated with this event. The thrombosis was treated with plain old balloon angioplasty (poba). The patient recovered and was discharged home twenty-six days post-pci. In conclusion, thrombotic events are a known potential adverse event post coronary stenting. According to the procedural physician, this event of acute thrombosis may have been caused by under-dilation of the bms. Good wall apposition and vessel sizing of 1:1 was indicated for the implanted cypher stent. In addition, there are vessel and patient factors that may have contributed to this event. The product remains implanted and thus unavailable for analysis. A device history record review revealed the product met quality requirements for product acceptance. There is no indication the event is design or manufacturing related. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
This is an initial and final report. A report was received from the affiliate indicating that the patient experienced an acute thrombotic event after receiving a cypher sirolimus-eluting coronary stent confirmed via a coronary angiography (cag). To treat the thrombus, plain old balloon angioplasty (poba) was performed. The patient recovered and was discharged from the hospital. Physician's comment: the possible cause of the thrombotic event was because the bare metal stent was under-dilated.